Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. Customer's high blood glucose level was 400mg/dl. Current blood glucose level of customer was 93 mg/dl. It was known that customer was using insulin pump at the time of incident. Customer had itching at the site of insertion of infusion set. The insulin pump will not be returned for analysis.